Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient¿s father stated the patient woke up around 2:00 am not feeling well. She checked her phone and noticed that there was a warning message on her app stating, ¿dexcom is in the process of testing this app on the latest ios version...¿ she felt hypoglycemic and went downstairs to drink some juice. She fell and hit her head, got up and fell again, hitting the other side of her head. Her parents heard the sound, found her unconscious lying on the ground face down, and tried to wake her up. They called emergency medical services (ems) and were able to give her 3 boxes of juices as they waited for ems to arrive. After she became responsive, her parents checked her fingerstick bg and it was 62-63 mg/dl but the cgm was 93 mg/dl on the follow phone app. After paramedics arrived approximately 15 minutes later the bg on their meter was in the 80s mg/dl. She was not hospitalized, and after observation, the paramedics left as she was in stable condition. The patient had not heard any cgm alarms or alerts on her phone, and the mother did not either on the follow app. Additionally, it was reported that the patient¿s tandem pump indicated that 2 low alarms had occurred. At the time of report, the patient was doing fine. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.